Event description:
It was reported that the customer received a power source alert and that subsequently the pump battery could not be charged. Customer¿s blood glucose level was 115-120 mg/dl. Reportedly, the customer continued to use the pump and has back up manual injections for continued insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.